Manufacturer narrative:
This report is submitted on january 25, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced migration of the receiver-stimulator, subsequently a decision was made to explant the device. The device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed february 17, 2017.